Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The patient developed a slight pericardial effusion during the procedure. The procedure was then abandoned. No further patient updates are known.